Event description:
It was reported the device was out of tolerance during testing. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label intact, scratched and cracks on lcd lens screen. The customer stated problem was not confirmed. Device accuracy test was within manufacturing specification borderline. Expulsor was replaced for precaution measure. The root cause could not be determined. The DHR review is not applicable or relevant because this device is not an out of box failure and the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device.